Manufacturer narrative:
Investigation description: the device was received, and a rattling noise was heard as the patient described. The device was disassembled and both screws for the vent retainer as well as the retainer itself were loose in the pump. The retainer was reinstalled and both screws were able to be tightened, indicating that the threads on the screws and housing were not stripped. Instead, it appears that the screws were not appropriately torqued down during assembly. Repair instructions: this product model is not intended for refurbishment and will therefore be scrapped.

Event description:
It was reported that an ilet pump produced an internal rattling noise when shaken and experienced intermittent cgm connectivity and discordance between dexcom g7 glucose readings and fingerstick values; the pump noise persisted with the cartridge removed and no case installed, and the user expressed discomfort continuing use. Symptoms included no injury and blood glucose in range at the end of the call. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview, device replacement logistics, review of cgm pairing and use, and plans for return and analysis of the reported unit. Investigation of this case revealed a suspected mechanical component issue within the pump housing and that cgm connectivity concerns were not attributable to pump function. It was concluded that the device exhibited a mechanical anomaly unrelated to cgm performance, with no patient harm reported.